Manufacturer narrative:
Insulin pump alarmed during testing due to a broken solder joint on the interface board. The device passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm observed during testing. A cracked display window, scratched lcd window, cracked belt clip slot and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump has alarmed no delivery for the past month. Customer woke up this morning vomiting. The blood glucose reading was 600 mg/dl; the insulin pump did not alarm in the night. Customer stated that she was hospitalized about one month ago. The blood glucose reading at the time of the event was over 500 mg/dl. Diagnosed hyperglycemia. Customer was dehydrated and had flu. Hospital treated with manual injections. The blood glucose was decreased to 120 mg/dl. The current blood glucose reading is 430 mg/dl. Customer treated with manual injection. Nothing further reported.